Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapy due to patient¿s fast heart rate entering the ventricular fibrillation zone. Programming changes were made. The patient was asymptomatic and stable after the event.